Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-04533. It was reported the patient was feeling stimulation, but it was not as effective as it was in the past. The patient reported having fallen down multiple times. X-rays did not reveal any anomalies. It was reported the impedances were within normal range. The sjm rep met with the patient for reprogramming. It was reported the patient had uncomfortable stimulation, and the reprogramming lasted 45 minutes. It was reported the patient was to use the stimulation at perception.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.